Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that prior to feeding tube placement, the device allegedly unable to infuse. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one tri-funnel replacement gastrostomy tube 22f was returned for evaluation was provided for review. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported failure to infuse and the identified fracture and obstruction issues, as a split measuring approximately 2mm in length was observed on the external surface of the small medicine lumen. Apparent blockage was observed within the small medicine lumen. The material of the blockage was similar to that of the inner lumen. Upon infusion of water into the small medicine port, a leak from the split was observed. Per the nogales evaluation, this condition was caused during the manufacturing process, and the cause of the observed material blockage was determined to be manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to feeding tube placement, the device was allegedly difficult to flush. There was no patient contact.